Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an alliance syringe was used during a dilatation of the gastrointestinal tract on (B)(6) 2013. According to the complaint, after the device was attached to the balloon, an attempt was made to inflate the balloon. The balloon was inflated but the gauge of the device did not move. This device was removed and a second alliance syringe was used to complete the procedure with the same balloon. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. Investigation results visul evaluation of the complaint device found the unit to have no damage or defect. The device was functionally tested and the syringe assembly was tested with the sample stopcock and was pressurized with 35 ml of sterile water for 30 seconds. No movement of the gauge during this test. No leaks were noted during this test. The complaint event description was confirmed. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.